Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Effusion in the (left) knee [joint effusion]. Swelling (left) knee [joint swelling]. Pain (left) knee [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a physician via a company sales rep regarding a pt, initials and gender unk. The pt received one injection of synvisc-one on an unk date, after which they experienced effusion in the knee. At the time of this report, the outcome of effusion in the knee was unk. No lot number was provided. No further info was provided. Additional info was received on (B)(6) 2010 from the physician who confirmed that the (B)(6) female pt had a history of gonitis in the left knee. The physician confirmed that the pt received synvisc-one on (B)(6) 2010 after which the pt experienced swelling, effusion, and pain. The first day after the injection on (B)(6) 2010, synovial fluid was removed from the left knee and was found to be clear-serous. The physician stated that the relationship of the reported events to synvisc-one injection was probable. At the time of this report, the pt had not yet recovered from all the reported events. No further info was provided. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.